Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 460 mg/dl with moderate ketones. Reportedly, the cause of the elevated bg levels were unknown. The customer stated elevated bg levels were not considered dangerous or life threatening. The customer administered insulin shots to stabilize impacted bg level. Troubleshooting was unable to be performed because the customer discontinued using the pump and was on manual injections.